Event description:
It was reported that during a low anterior resection procedure, the tissue pad was partially detached. It did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.